Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit and reported that a little tapping on the corner of the display caused the screen to shake, so it was thought to be faulty. The fse shocked the cable between the display and the main unit, but it didn't affect the screen. The fse then replaced the video receiver board. The inspection was carried out based on the service manual and the unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, e1(site name).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cs300 intra-aortic balloon pump (iabp) units screen shakes and is difficult to recognize. There was no patient involvement.